Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples are aligned. The stapler was returned with 31 staples left in the cover block, indicating that at least 4 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple properly formed and released from the device. The next staple, however, did not form properly. The next four staples all fired properly. To simulate skin insertion, staples were fired into a simulated skin pad. Seven staples were fired into the skin pad, but two were unable to form properly. The sample was sent to the manufacturing site for further evaluation. Upon further testing, the remaining staples fired properly. It was confirmed that the stapler had been assembled correctly. No component issues were identified. Reference file 1900088253_additional_test for manufacturing investigation report. It could not be determined what prevented some staples from forming properly. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in.". A corrective action is not required at this time as it cannot be determined what prevented some staples from forming properly when fired. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The staples in the returned stapler were not forming consistently when fired. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what prevented some staples from forming properly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that (B)(6) 2021 staple was found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73l2000554 was manufactured on 11/24/2020 a total of (B)(4) pieces. Lot was released on 12/03/2020. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73k2100026 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that 15 jul 2021 staple was found jamming during usage on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2021 staple was found jamming during usage on the patient.